Event description:
The crutches the facility gave rptr broke. Pt is a right leg amputee. Pt said that the co which made the crutches rated them at 250 lbs and the facility rated them at 300 lbs. Pt weighs 270 lbs. Pt is in process of obtaining new crutches from facility.